Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ileocecal resection, the surgeon was able to assembled the device with no issue, however when the green button was press for firing the handle could not be squeeze and the device could not be fire. In addition there were cracking sound that heard from the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.